Event description:
A physician reported a fractured ozark screw. No adverse consequence to the patient has been reported and revision status is not currently known.

Manufacturer narrative:
The device was reported to be an ozark screw. Specific device information (catalogue/lot number) was requested but not provided. Without that information, a review of device history records and a complaint history review for similar events for the manufacturing lot could not be performed. The device remains implanted in the patient and is therefore unavailable for analysis. No further investigation for this event is possible at this time and the root cause could not be determined. If additional information become available in future, that information will be communicated in a supplemental report.

Manufacturer narrative:
Device remains implanted.

Event description:
A physician reported a fractured ozark screw. No adverse consequence to the patient has been reported and revision status is not currently known.